Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, friction and the accumulation of external dirt can cause the ceramic to discolor with repeated use. The cause of the damage is likely deterioration over time and impact by the repeated use. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath exhibited the tip of ceramic (inner side) insulation was discolored. There was no patient involvement.